Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
It was reported patient underwent left total hip arthroplasty on (B)(6) 2010 and a revision procedure on (B)(6) 2014 due to patient allegations of pain. It was further reported that the cup had been implanted too vertically during the initial procedure and there was no bone ingrowth. The cup and head were removed and replaced.